Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred. The customer experienced an elevated blood glucose (bg) level displayed as high. A specific bg value was not provided. At the time of the report with tandem technical support the customer had not addressed bg level. A cartridge change was performed resolving the issue.